Event description:
A report was received that multiple contacts on the lead showed high impedance and it was not possible to program around it. The lead was replaced and reprogramming was performed successfully.

Manufacturer narrative:
Additional information -brand name, concomitant medical products, initial reporter name and address, if follow-up, what type,device evaluated by MFR and device manufacture date. Sc-2352-70 sn (B)(4). Unable to confirm the as reported observations with testing of the product return. However, visual inspection revealed that the lead was cleanly cut into two pieces approximately 30.5 cm from the proximal end of the lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body.

Event description:
A report was received that multiple contacts on the lead showed high impedance and it was not possible to program around it. The lead was replaced and reprogramming was performed successfully.